Event description:
It was reported that the balloon was inserted into the vertebral during an unknown surgery, but it only advanced to the posterior part of the vertebral, so the surgeon removed the balloon. The surgeon drilled, and then he tried to reinsert it, but the balloon did not pass through the outer tube. The surgeon used a spare balloon, and the surgery was completed successfully with no delay. The patient outcome was reported to be stable. No additional medical intervention was required.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: device history review: product code: 03.804.701s. Lot number: 82336834. Release to warehouse date: 28.apr. 2025. Manufacturing site: confluent medical. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.